Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, mother reported that pt experienced elevated blood glucose due to bent infusion cannulas. This occurred consistently since pt started this type of infusion set a couple of weeks ago. Headsets were inserted using the insertion device. Pt experienced difficulty with the insertion, and there was bleeding at her infusion sites. Blood glucose elevated to 200-300 mg/dl on the same day the headsets were inserted. Target blood glucose is 80-100 mg/dl. Pt delivered insulin through the infusion device to correct hyperglycemia. Alleged infusion sets were not available to return for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.